Event description:
It was reported that on: (B)(6) 2008, the pre-op diagnosis of the patient was l2-3 greater than l1-2 stenosis with lumbar degenerative disk disease, facet arthropathy, adjacent segment degeneration, pain and radiculitis. The patient underwent t11 to l4 posterior pedicle screw instrumentation, number t11 to l4 posterior arthrodesis, l1-2 and l2-3 decompression of lateral recess stenosis, impulse neural monitoring, morselized local autograft, placement of a large bmp kit, placement of a vitoss 100 ml*3, and deep vertebral body bone marrow aspiration. As per-op notes, "...the bmp was packed into the gutters at the lumbar spine and in the posterior area in the thoracic spine as to allow exuberant posterior fusion mass from t11 down to l1. A total of 2 large bmp kits was placed. ..."

Event description:
On an unknown date in 2007 or 2008 it was reported that the patient presented with pain in his lower back and right leg. The doctor recommended surgery. The doctor performed surgery in which rhbmp-2/acs was used and inserted rods, screws, and a prosthetic disc. Post-operatively, the patient complained of numbness in his right leg and right buttock area numbness, constant pain, fever, and a loss of flexibility. Patient underwent MRI and after reviewing MRI doctor recommended removal of hardware.

Manufacturer narrative:
(B)(6). (B)(4). Date and month of surgery is unknown but surgery happened in 2008. Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation, so cause of event cannot be determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.